Event description:
I am a type 1 diabetic and use the dexcom g7 along with my insulin pump. Each dexcom g7 sensor is supposed to have a 10 day wear time and this is what insurance companies use to determine how many sensors that they will cover or allow to be sent to you. Today I called dexcom with three sensors that have fallen off before the expiratory period one only lasted 24 hours! When speaking with a representative I was informed that they are aware of an adhesive issue but only allow 3 free replacements in a calendar year and that I exhausted my goodwill replacements in june of 2024. Health insurance will not cover the replacement of a defective product, dexcom won't stand behind their own product even though they know its a problem and I'm left with 30 days of not having glucose readings for my pump. This can be life threatening and costly for no reason. Please help as I know that I am not the only one suffering dexcom's greed and product failure. Reference report# mw5165327, mw5165329.